Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the plastic shearing on the tip of the vh-3000 hemopro jaw came off and fell in the pt's leg. The pieces were retrieved through the original incision with no other pt effects reported. A new kit was opened to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular rec'd the device and performed the investigation. A visual inspection revealed that the jaws were burnt. The silicon jaw boots were intact and there were no pieces detached. Based upon the visual observation, the reported complaint "plastic shearing came off" was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to the reported failure mode. (B)(4).